Manufacturer narrative:
Concomitant medical products: 10 ml bd syringe, (B)(4), lot: 8261706, 0.9% sodium chloride injection. The customer¿s report that the set would not flush was not confirmed. Functional testing of priming the set from each port was successful with no occlusions occurring. The customer¿s report that the blue piston was stuck in the downward position was confirmed as received. A smartsite stick down was confirmed after disconnecting the syringe that was received with the set. Closer inspection of the smartsite under a lab microscope did not see any damages or anomalies. Functional testing was performed using the received syringe to prime the set from each smartsite port and female port. The set primed successfully from each port with no occlusions occurring. The root cause of the smartsite blue piston stick down could not be definitively determined. Previous evaluations have shown that prolonged use of isopropyl alcohol such as from a protective cap can affect the smartsites proper functionality.

Event description:
It was reported that the pacu nurse initially thought that the patient's IV site was no longer patent and discontinued the pediatric patients IV site. It was later noted, that the smartsite¿ port on the IV extension set would not flush and that the blue piston was stuck in the downward position. The patient was given oral tylenol instead of IV pain medication.